Event description:
I had a j and j ethicon prolene hernia system for my hernia surgery in (B)(6) 2008. Two-three months ago, I started having pain including urination issues. I had a CT scan on (B)(6) 2017; I was told I need hernia surgery to repair a recurrent hernia and I may have a 2nd hernia.